Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmall iliac neck was 160 mm. Vessel morphology is unknown. It was reported that the physician pulled the delivery system back before the stent graft was fully deployed, and that the stent graft was pulled down in to the aneurysm. Two aortic cuffs were implanted to ensure an adequate seal; however, final angiogram demonstrated a proximal type I endoleak. It was reported that the endoleak would be monitored with a follow-up computerized tomography (CT) scan. It is unknown if the endoleak has resolved. The pt's status is unknown.